Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 340 mg/dl. The customer experienced symptoms such as nausea and vomiting, difficulty breathing and abdominal pain. The customer was treated with insulin pump and intravenous drip. Based on customer reported customer did not allege insulin pump was under delivering. Customer stated the drive support cap appears normal. The device will not be returned for analysis.